Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The additional patient effect of death reported in the article is captured under a separate medwatch report. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death were unable to be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article was a retrospective study designed to compare the outcomes in patients with severe aortic stenosis and mitral regurgitation who underwent transcatheter aortic valve replacement (tavr) and mitraclip in the same admission to those who only underwent tavr. Complications identified in the study included: death and prolonged hospitalization. In conclusion, mitraclip placement in tavr patients with mitral regurgitation during the same admission is associated with higher mortality, length of stay, and hospitalization costs. Details are listed in the attached article titled, " tct-686 simultaneous transcatheter aortic valve replacement and mitraclip: does it worsen outcomes?".